Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h856944701, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. The initial reporter's occupation is not applicable / non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 1849.1 mcg/day via an implantable pump for intractable spasticity. It was reported that a pump motor stall randomly occurred. The motor stall recovered 12 hours later, but the patient¿s family still wanted to exchange the patient¿s pump. The event occurred during normal use. The pump was read, and the logs were checked. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted as being not applicable. A pump and partial catheter replacement occurred. The issue was resolved at the time of the report. The patient was without injury at the time of the report. It was noted that the product (pump and partial catheter) was going to pathology at the hospital per protocol for explants and were being discarded by the healthcare provider. It was further noted that the catheter segment was still connected to pump and going to pathology per protocol. It was indicated that the healthcare provider had no further information regarding the event. Other medications (oral, etc.) The patient was taking at the time of the event was unknown. The patient¿s weight was unknown at the time of the report. The patient¿s medical history included traumatic brain injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The cause of the motor stall followed by recovery was not determined. The motor stall was spontaneous.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.